Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2; reference MFR. Report: 1627487-2018-10258. It was reported the patient's incision sites were exhibiting drainage. The patient was placed on oral antibiotics. One of the incision sites (t12) was open. The patient was sent to the hospital for wound closure.

Event description:
Device 2 of 2: reference MFR. Report: 1627487-2018-10258. Follow up revealed that the issue has been resolved.